Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: what is the surgeon¿s experience with the device? Trained during residency and fellowship using ethicon product almost exclusively. Was the device easier or more difficult to close and fire than expected? No. How many complete fire triggers were completed? See below. What portion of the colon was being removed? Rectum. Approximate how far did the device cut and/or staple? Device stapled and cut2x, then nothing happened once, and finally stapled and cut again once.

Event description:
It was reported that during a lap colon resection, while stapling across the colon the stapler did not completely fire. The staples partially fired. This left holes in the colon and did not create a complete seal. Case completed by over sewing. A leak test was performed but the surgeon didn't feel comfortable. The patient required an ileostomy due to the staple line. The patient is an inpatient so they are still in the hospital.